Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40mg/dl. Additional information was not provided, and customer declined further troubleshooting with tandem technical support.